Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4+. An xtw was first chosen for implantation and was placed successfully. A second xtw (lot: 40813r1081) was then attempted to be implanted. During the first grasping of the valve, the anterior gripper (tactile marker) would not lower. Clip was retracted to the left atrium and grippers were tested. The anterior gripper was only dropping half way. The clip was removed and a replacement xtw was implanted successfully, reducing mr to grade 2. Outside of the patient, the gripper still did not drop. There were no patient consequences or clinically significant delay.

Manufacturer narrative:
All available information was investigated, and the reported single gripper actuation issue was not confirmed via device analysis. The reported difficult positioning in anatomy could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information and the returned device analysis, the cause of the reported single gripper actuation issue was unable to be determined. The reported difficult positioning in anatomy was due to procedural circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.